Event description:
The customer contacted the abbott customer technical advocate (cta) on 12/04/2006 regarding discrepant hemoglobin (hgb) results generated by the cell-dyn 1800 analyzer. In 12/2006 the cell-dyn 1800 generated a hgb result of 8.4 g/dl. A blood transfusion was ordered based on the results. The pt was sent to the hospital, which obtained a hgb of 13.2 g/dl. No info was provided as to whether the pt had rec'd the transfusion.

Manufacturer narrative:
The customer technical advocate (cta) determined that maintenance was not up to date on the cell-dyn 1800 analyzer. The customer stated that they run the autoclean monthly rather than weekly and that the lyse inlet tubing is not cleaned (monthly maintenance). The cta discussed with the customer that pt samples are to be run after 20 minutes at room temperature. The cta faxed the instructions for correct mixing of the sample and discussed sample mixing, handling and storage. Upon review of the pt data the cta noted that the results had r flags. The cta referred the customer to the operator's manual for flagging and cautioned them not to release pt results with flags until they were verified. Field service was sent to the account and performed a calibration and instructed the account on proper mixing technique. Field service had also been sent to the account for qc issues. A multi-point inspection was performed. The fsr adjusted a kinked detergent line, lubricated the syringe drives and solenoids, and adjusted the rbc count times and vacuum level. In addition, the dilution cup was cleaned and the pull ring on the solenoid was adjusted. The instrument was verified by running controls. The fsr noted good wbc and hgb recovery. In addition, a review of the complaint analysis trending system (cats) and the trending analysis support system (tass) was performed and no adverse trends were identified. This is the final report. End of report.